Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
One of the devices that was originally reported for a fluid leak was reported in error. Because of this, the number of reported events has been changed from 15 to 14.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.